Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-16577. It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing that led to automatic mode switch and the right atrial lead exhibited low pacing impedance. No intervention was performed and the patient will be monitored. The patient was in stable condition.